Event description:
During insertion of the catheter using a spring wire guide, resistance was encountered as the wire guide was passed through the introducer needle. Since the wire guide could not be advanced, an attempt was made to remove it from the needle. The physician tugged on the wire guide and it separated with a 5mm piece remaining in the subcutaneous tissue or vessel wall. Since the patient is asymptomatic, no attempt will be made to remove the embedded piece of wire. There were no further complications.